Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 1) occurred. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. There was no impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.